Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump louder during rewind and battery life was diminished. Customer blood glucose was unknown at the time of incidence. Customer also stated that keypad was less responsive and hard to press also they receive unexplained no delivery alerts. There was crack on the screen that extends to the edge of insulin pump. The device will not be returned for analysis.